Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited rising and high impedance. A ipl revision is planned for a later time. The ipl output was increased, and the lead remains in use. No patient complications have been reported as a result of this event.